Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an incision that was irritated by the lifevest garment clasps. The patient also described red indent marks that were being left on the skin from the electrodes. There was no alleged device malfunction. The patient's nurse placed gauze over the incision area and the patient was provided larger garments to relieve indents. The patient's irritations were improving with the larger garments.